Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/24/2015. The fse found that the retic rinse line was disconnected from the distribution valve. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported there was an undetermined amount of contained dried fluid around the air, mix, and temperature control (amtc) module in the unicel dxh 600 cellular analysis system. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.